Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2009 and passed self-tests up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minute time duration were recorded between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.